Manufacturer narrative:
The device history record was reviewed and the lot was inspected and released in compliance with all requirements. No changes have been made to the raw materials to date. The gauze sponges are visually inspected for any non-conformity prior to product packaging. No abnormalities were found in the production process. Photo samples were received for evaluation and showed a mass of white substance inside the catheter and a loose thread near the fingers of the medical staff in the picture. The composition and condition of the fibers from the picture cannot be identified and how the fibers entered the interior of the catheter cannot be determined. Based solely on the image, the nature of this substance cannot be determined. A physical sample was received for investigation and attached threads with no other loose wire ends were observed. The gauze sponge is a 100% cotton product and inherently contains cotton fibers. The product is woven from yarns and then cut and folded into shape. The edges do not undergo sewing or other treatments. The cut edges inevitably produce thread ends. The folding method of the product is to fold the edges (fold the inner part of the edge). In normal use without unfolding, the thread ends can be avoided from falling off. The intended use of the gauze sheets is to absorb exudate. If used for wiping the guidewire, it is recommended to choose a lint-free product. The root cause cannot be determined.

Manufacturer narrative:
The device history record was reviewed and the lot was inspected and released in compliance with all requirements. No abnormalities were found in the production process. A physical sample was not returned. Photo samples were received for evaluation and showed a mass of white substance inside the catheter and a loose thread near the fingers of the medical staff in the picture. The composition and condition of the fibers from the picture cannot be identified and how the fibers entered the interior of the catheter cannot be determined. Based solely on the image, the nature of this substance cannot be determined. The gauze sponge is a 100% cotton product and inherently contains cotton fibers. The product is woven from yarns and then cut and folded into shape. The edges do not undergo sewing or other treatments. The cut edges inevitably produce thread ends. The folding method of the product is to fold the edges (fold the inner part of the edge). In normal use without unfolding, the thread ends can be avoided from falling off. The intended use of the gauze sheets is to absorb exudate. If used for wiping the guidewire, it is recommended to choose a lint-free product. The root cause cannot be determined.

Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported that certain patients develop symptoms (from mild to severe) of cerebral vascular accident avc after an angiography. They sometimes require hospitalization up to three days after the procedure. We have recently discovered that certain gauze in the pack major basin release linting and particulate that is then found inside the angio catheters. I have requested the inspection of the injector as well as the particulate air count in the angio suites, but everything is within normal parameters on that side. The gauze used was kc2438c. The problem was detected during and after the procedure. No delays were caused. Gauze is used for several purposes: absorb the blood during the puncture, ensure that there are no air bubbles in the tubing (by wiping away any drops on the outside), wipe staff hands when they are soiled with blood or water, wipe the guide wire inserted inside the catheters, and wipe the syringes to check that there is no air. One hypothesis is that during guidewire insertion, residual particles from the gloves or guidewire could enter the system at this time. Around ten patients have been affected by this problem since june. Several patients were hospitalized for up to three days in intensive care to monitor their condition. To our knowledge, only one patient still presents after-effects to date. The other patients returned to their previous functional level upon discharge. Some patients have experienced neurological adverse events consistent with a stroke (cerebrovascular accident) occurring after an angiogram. Treatment provided: intensive care monitoring, brain imaging (CT or MRI), symptomatic treatment according to current protocols. All patients except one have fully recovered. The patient with after-effects maintains a mild motor deficit.